Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07593. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified lesion. A rotablator burr and a 330cm rotawire were selected to treat the target lesion. During the procedure, outside the patient, when rota was exchanged to another it was noted that the burr became stuck on the wire. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.